Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix jumped during extension and retraction. The helix also would not remain embedded in the muscle tissue. The lead was removed from the patient and an alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with a stylet in the lead. The helix was able to extend and retract without jumping. If information is provided in the future, a supplemental report will be issued.